Manufacturer narrative:
According to the results of technical investigation on the planning station, the wrong usb drivers were installed. The root cause of this event could not be determined as no evidence of the installation of the usb drivers is available.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that during the planning, that took place several days before the surgery, a planning station malfunction was detected, disconnecting all usb ports. The surgeon restarted the planning station but after few minute all usb port were disconnected again.